Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device triggered eri prematurely after experiencing a sudden drop in battery voltage. The asymptomatic patient first presented remotely via merlin.net transmission on (B)(6) 2016 and a patient notifier was triggered that same day because the device had triggered eri. Review of the transmission noted a sudden drop in battery voltage from 2.95v on (B)(6) 2016 down to 2.69v the next day. The device continued to rapidly deplete until it dropped below 2.6v two days in a row, triggering eri on (B)(6) 2016. The patient had not undergone any procedures and was not exposed to any excessive emi that could have affected the device during the period that the device dropped in battery voltage. The patient was stable before, during, and after the device interrogation. Few days later, the device was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, device longevity was found to be below expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
Additional information received indicated that the device was also in back up vvi mode.